Manufacturer narrative:
Batch review performed on 09 march 2018; lot 146854: (B)(4) items manufactured and released on 03 march 2015. Expiration date: 2020-01-31 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of instability 2 years and 8 months after primary. The stem was found loose. The surgeon revised all medacta hardware and implanted another company's product. The surgery was completed successfully.